Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a model number or device serial number, the manufacturing date and site cannot be determined.

Event description:
It was reported that a previously capped rv lead had not been correctly capped and therefore came through the patient's skin and caused an inflammation. It was further reported the lead was capped and replaced in 2004 and the patient cut the lead himself in 2007. There was speculation that possibly only one lead end was capped and it moved through the skin. A revision was performed and the lead was capped. The model, serial number and manufacturer of the lead are not known. No further patient complications were reported as a result of this event.